Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged blank display/keypad unresponsive/button error alarm found on september 27, 2022. No blank display noted after battery insertion. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to verify keypad unresponsive/button error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully downloaded history files, traces using thump. Critical insulin pump error (open book image) alarm triggered by three consecutive insulin pump error critical handling alarms on september 27, 2022 at 05:02:31 with variable (15). Insulin pump error alarm due to hardware error (line number 147 file number 2017). Insulin pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector / electrical board 1 / force sensor / corroded battery tube. Force sensor zero offset within specification (23.3 mv). Insulin pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Critical insulin pump error (open book image) alarm confirmed due to three consecutive insulin pump error alarms. Insulin pump error alarm due to hardware error (moisture damage). Moisture damage found on the keypad flex connector / electrical board 1 / force sensor / corroded battery tube. Cosmetic damage found on the insulin pump case. Blank display was not confirmed. Keypad unresponsive/button error alarm was unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and blank display. Customer stated pump seems to be frozen. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer confirmed that the pump was not exposed to change in altitude. Customer reported that the display was blank during the call and did not return after the pump restart. Customer reported battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. Troubleshooting was performed; the device will be returned for analysis.